Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source turned on, but the lamp did not turn on. The issue occurred before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: h4 the device was returned to olympus for inspection, and the reportable malfunctions of emergency lamp failure and equipment not activating the lamp were confirmed. Based on the results of the investigation, it was surmised that both malfunctions occurred due to failure of the internal board. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.